Event description:
I had silicone implants placed in 2011. Within a month after, I started having hair loss and fatigue. Since then, I have been to numerous doctors for the hair loss and keep having lab work drawn and pretty much everything is normal. Finally a doctor last week said, she thinks it may be related to my implants and sending me to see another specialist. Since my implants I've had hair loss, fatigue, depression, anxiety, back problems, diagnosed irritable bowel syndrome, and general just got feeling myself or well anymore. I'm concerned these implants are killing me basically.